Event description:
A malfunction alarm, specifically malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction recurred. No further issues were reported.